Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The 2 x 15 mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, the balloon ruptured at 6 atmospheres (atm) during the initial inflation. Therefore, the bdc was removed from the patient. Another trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There were no leaks noted during preparation, which suggests that a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement likely due to challenging anatomical conditions. It is likely that the balloon material was damaged during advancement resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.